Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were unable to set the volume down on the insulin pump. Customer¿s blood glucose was 88 mg/dl at time of incident. Customer reported that they were able to bring the volume up but was unable to bring the volume down. The customer declined helpline assistance. Insulin pump will not be returned for analysis.